Event description:
It was reported that during a procedure for an occlusion in the m1 segment of the middle cerebral artery, the physician used a subject guidewire to guide a microcatheter in an attempt to superselectively pass through the occluded segment, the guidewire broke at a point approximately 10 cm from its tip. The physician used the microcatheter to retrieve the broken guidewire and withdrew them together out of the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.